Event description:
It was reported that the patient was having multiple low voltage hazard and external power disconnect alarms. Log files were sent for review while the patient was in clinic. It was also noted at that time that the patient would be getting a chest x-ray. Log files were submitted for review and only captured frequent pulsatility index (pi) events. The periodic log file indicated that there had been 25 backup battery (ebb) use counts increments from (B)(6) 2024 which are expected to occur during no external power events. Multiple pi events were captured on (B)(6) 2024. The periodic log file was set to capture data every 60 minutes and, although they did not capture the moments the no external power events occurred, the data captured before and after these events indicate the patient was on the mobile power unit (mpu) power at the times of these events. Further troubleshooting by the site over the phone with the patient ensured that the power cords were properly plugged in and there was no damage to mpu cords. The patient also reported having the alarms on mobile power unit (mpu) and battery power. It was noted that the patient exchanged their system controller 1-2 weeks prior without the clinic's knowledge however the patient was still having alarms on the new controller. The customer submitted x-ray images of the patient's modular cable and driveline. The x-ray images were submitted and did not have any concerning areas on the modular cable or driveline. The patient was being given extra fluids as the pi events were thought to be due to the patient being 'dry'.

Manufacturer narrative:
A4: patient weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files did not reveal any low voltage hazard or no external power alarms. Additionally, review of the submitted x-ray images did not reveal any driveline damage. Additionally, no device-related issues associated with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were identified through this evaluation. The account submitted four x-ray images for review, capturing internal and external portions of the patient's pump cable as well as the modular cable. No obvious signs of damage to the driveline were observed. The controller event log file contained events from (B)(6) 2024 through (B)(6) 2024. No notable events or alarms were captured, and the pump appeared to operate as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook, document 10006136, rev. D are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.